Event description:
A report was received that the patient was explanted due to erosion at the ipg site. During the explant procedure, the physician also removed an epidural abscess. The patient was prescribed IV antibiotics and is reportedly doing well following the explant procedure.

Event description:
A report was received that the patient was explanted due to erosion at the ipg site. During the explant procedure the physician also removed an epidural abscess. The patient was prescribed IV antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the ipg were reported. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Device evaluation indicated that the lead did not pass visual tests performed. Visual inspection revealed lead was cleanly cut approximately 7 inches from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial#: (B)(4) model description: artisan 2x8 lim, 50cm.